Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the pump black box history. No alarms related to the complaint were found in the alarm history. Moisture damage was found inside the battery compartment. The battery cap secured to the pump and the pump powered on appropriately. The pump was exercised for 24 hours without power issues. A battery cap contact test was performed and no connection defects were found. A leak test was performed and no leaks were found. The pump was opened and no damage was found to the power circuit.

Event description:
The patient stated that the pump would not power up. He said there was no damage to the battery cap, but there was corrosion in the battery compartment. The battery cap was tightened to resistance and the yellow o-ring did not show. The pump did not reboot but was just chirping.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.